Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead, experienced a syncopal episode while waiting in the hospital to have the staples removed from the pocket area. A lead test was performed and subsequently cardiac tamponade was revealed due to a lead perforation and a pericardial drainage was performed. A revision procedure was performed; the lead was and repositioned an echocardiography was performed and revealed no leak. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.